Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump will not infuse. The device was programmed at 200ml/hr and 999ml/hr and no fluid was delivered. The customer has stated that there was no patient injury. No further information was provided.